Event description:
It was reported that the patient fell ¿about two to three days ago.¿ since then the patient was freezing while walking and he was not able to connect the programmer to the implantable neurostimulator (ins). The patient wanted to check if the new ins was working. The patient noted that he had an old ins on the left and a new ins on the right. The patient saw the left ins was ¿on and ok¿ with the new programmer. The patient then stated the old programmer showed a green light on the top, meaning therapy was on, and the green 9 volt light was on with the left ins. However, the ins light was not on. The patient tried two times and was getting the same lights. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot# v002005, implanted: (B)(6) 2006, product type lead; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 7426, serial# (B)(4), implanted: (B)(6) 2006, product type implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot# j0340363v, implanted: (B)(6) 2006, product type lead. (B)(4).